Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was leaking from an unspecified location during power injection. The leak was discovered during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.